Manufacturer narrative:
Section b3: correction; event date is still an estimation. Section d7: correction; the patient was ultimately transplanted and the device returned. This is reported under MFR. Report # 2916596-2019-04054. Section g4: correction; the aware date for the previous report was inadvertently omitted. The correct aware date is 04sep2019. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- unknown due to an estimated event date. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a (B)(6) aureus driveline infection. Status post debridement with wound vacuum placement in 2016. Date of event is estimated.